Manufacturer narrative:
Per the initial report, the cardiva vascade 6/7f device performed per specifications. The device was not returned for physical investigation. Vascade IFU 2611 rev n was reviewed. The IFU states "complications may occur and may be related to the endovascular procedure or the vascular closure. They include arterial thrombus." It also states "do not use in an artery with suspected intraluminal thrombus, hematoma, pseudoaneurysm, or arteriovenous fistula. These conditions may complicate proper device use and performance." Conclusion: based on the information available for review, the device worked as intended. Surgery was conducted to remove the blockage and it was determined that the thrombus did not contain collagen. It appears that the vascade device did not cause or contribute to the adverse event but this cannot be determined and therefore is reportable. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown

Event description:
The vascade was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock and the black sleeve retracted to expose the collagen. Disc position was verified through imaging and collagen was deployed and the device was removed, leaving only the collagen in the tissue tract. The doctor noticed more "oozing" post deployment and the staff held manual compression. Patient was discharged, but returned 5 hours later with a "cold leg". Surgery was conducted to remove thrombus and the surgeon confirmed that no collagen was observed during the thrombus removal. Patient was later discharged with no additional intervention.